Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4) the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1. Propofol was set to infuse no higher than 50 mcg/kg/min, however the actual rate is believed to have been 60 or 70 mcg/kg/min. Two possible occurences were reported with the same pump one on (B)(6) 2017 and one on (B)(6) 2017. A separate report was filed for the possible occurance on (B)(6) 2017, MFR report number 9610825-2017-00172.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250 ml/hr and 25 ml tested in spec. The pump's logs were also reviewed for the reported infusion times, and no over infusions were observed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.